Event description:
The customer notified arjo about 3 events which took place at the same customer facility. The report is regarding the third complaint. During the transfer, a temporary worker was present during care. During the transfer, according to the client, the sara 3000 was not used as it should be. The patient wanted the transfer to be stopped because there was no confidence in a good outcome. The cargivers continued to make the transfer and the sling clip came off the sara 3000. The patient fall out of the device . No injury was sustained.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The customer notified arjo about 3 events (3007420694-2024-00052, 3007420694-2024-00051, 3007420694-2024-00053) that took place at the same customer facility. The report refers to the third complaint. Following information provided a temporary worker performed the patient transfer. The customer reported that the sara 3000 was incorrectly used. During the transfer, the patient asked to stop the transfer because she did not feel confident. Despite this request, the caregivers continued the transfer, and the sling clip detached from the sara 3000. The patient falls out of the device. No injury was reported. The lift was evaluated by arjo and no device malfunction was found.

Manufacturer narrative:
The customer notified arjo about 3 events that took place at the same customer facility. The report refers to the third complaint. Following information provided a temporary worker performed the patient transfer. The customer reported that the sara 3000 was incorrectly used. During the transfer, the patient asked to stop the transfer because she did not feel confident. Despite this request, the caregivers continued the transfer, and the sling clip detached from the sara 3000. The patient falls out of the device. No injury was reported. The lift was evaluated by arjo and no device malfunction was found. During the interview, the customer stated that the temporary workers were not adequately trained. The event took place on feb. 2023. Due to the passage of time since the event's occurrence, no further information about the circumstances has been provided. The instruction for use for sara 3000 active floor lift provides information that: " sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." "Warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." In conclusion, the reported patient fall was most likely caused by incorrect transfer procedures performed by untrained caregivers. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use. Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 3004468271, 1000381138, 3007420694. Currently, these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694.